Event description:
It was reported that during use with a bd vacutainer® ultratouch¿ push button blood collection set retraction failure occurred. The following information was provided by the initial reporter, translated from japanese to english: this is a report about retraction failure of wingset. Since the button had already been pressed, the hcp could not press the button.

Manufacturer narrative:
H.6. Investigation: bd received four (4) photos as well as one (1) physical sample for review and analysis. The photos and sample confirm the reported issue of a retraction failure. Therefore, this complaint is confirmed. In addition, bd sumter conducted retraction- lock-out testing on thirty (30) retention samples for batch 9316429. All thirty (30) retain samples passed the test with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa common device name: intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® ultratouch¿ push button blood collection set retraction failure occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about retraction failure of wingset. Since the button had already been pressed, the hcp could not press the button.